Manufacturer narrative:
Insulin pump received with broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 183 mg/dl. Customer advised that the insulin pump has cracked reservoir compartment however, does not mention whether the reservoir locks in place. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.